Manufacturer narrative:
A visual inspection was performed on the returned device. The reported contamination could not be confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported contamination. It was reported that the guide wire appeared to have rust on the tip coils. Analysis of the returned device noted no contamination, damage, or anomalies on the wire. Factors that may contribute to a contamination include, but are not limited to, contamination incurred during manufacturing, contamination incurred during shipment, or contamination incurred during unpacking. In this case, because the contamination was unable to be confirmed, it is unknown what contributed to the reported issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
It was reported that after opening the package of the 014 ht bmw elite 190cm guide wire, rust was found on the spring coil at the tip of the guide wire (repeatedly confirmed not to be blood), so another guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.